Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
It was reported that the customer had knocked her insulin pump in the pool. Customer's pump was full of water and was not working anymore. Customer's blood glucose level was 380 mg/dl. Customer stated that they were at work and a gentleman collapsed in the pool and knocked her pump into the pool with him. Customer reported that there was fluid under the lcd display. Customer also broke the belt clip while trying to take it off. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.